Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 314.05, lot 4499312: release to warehouse date: november 12, 2002. Manufactured by synthes brandywine. No non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was completed: the cannulated 4.0mm hexagonal screwdriver was received, and upon visual inspection, it was observed that a portion of the distal tip of the screwdriver was broken off and missing. It is clearly sheared off and thus, the complaint condition is confirmed. Dimensional inspection showed the relevant dimensions were conforming. The design, materials and finishing processes were found to be appropriate for the intended use of this device. The relevant drawing(s) was reviewed. A review of the manufacturing record evaluations was performed for the finished device lot number, and no non-conformances were identified. A definitive assignable root cause for the post manufacturing damage could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the tip of the screwdriver broke off while the surgeon was screwing in a 7.5mm 6.5 cannulated screw during hip surgery. The tip of the screwdriver was removed and the screw was screwed in using a new screwdriver. Fragments were generated and were removed easily without additional intervention. There was no surgical delay. The procedure was completed successfully. There was no patient consequence. Concomitant device reported: unknown cannulated screw (part # unknown, lot # unknown, quantity 1). This report is for one cannulated 4.0mm hexagonal screwdriver. This is report 1 of 1 for (B)(4).